Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye (od) trabecular microbypass stent system procedure, the surgeon was unable to implant the second stent into the trabecular meshwork (tm). Per report, the surgeon attempted to remove the stent intraoperatively onto the surgical field, however the stent was unable to be located. There was no report of patient injury. Additional information has been requested.